Event description:
It was reported that a power on reset (por) occurred. The cause of the por and accompanying error code were unknown. The manufacturer representative stated that no troubleshooting had been performed, but will be in the future. No patient symptoms were reported, and the patient was said to be alive with no injury. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 39286-65, serial# (B)(4), implanted: 2012, product type: lead. Product ID: 37744, serial# (B)(4), product type: programmer, patient. (B)(4).